Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder strength is weak, so saline was added to the reservoir. No components were removed. The patient got better after the procedure.